Manufacturer narrative:
User facility contacted magellan's product support team to report a burning electrical smell coming from their leadcare ii blood lead testing system when plugged into the a/c adapter and will no longer power on. Unit was returned to magellan for evaluation. During investigational testing the unit would no longer power on, however the returned adapters performed as expected with the manufacturer analyzer. Because the customer indicated a burning smell and the result was total power loss, this is being reported because it has the potential for thermal injury. No report of injuries or erroneous results from the user facility. Note: late filing is part of magellan diagnostics, inc. Response to FDA's 483 issued on (B)(4) 2017. (B)(4). Customer complaint: (B)(4).

Event description:
User facility contacted magellan's product support team to report a burning electrical smell coming from their leadcare ii blood lead testing system when plugged into the a/c adapter.